Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The most likely cause is patient and procedural factors, including patient anatomy requiring aortic root enlargement.

Event description:
It was learned via the implant patient registry that a 21mm 3300tfx aortic valve was explanted post decannulation while in the or due to coronary obstruction [2022-13903-01]. The explanted valve was replaced with a 19mm 3300tfx aortic valve. The patient was in recovery post surgery. Per medical records, pre operatively a tee showed severe ar with a subaortic membrane. The subaortic membrane was excised, this was below the aortic annulus and on the interventricular septal side. The aortic annulus was measured; however, a 19mm magna ease sizer could not fit. For that reason, it was decided to enlarge the aortic root as well as the annulus with a bovine pericardial patch. Overall, the tissues were fragile despite some scarring from the previous surgery. The newly reconstructed annulus was sized to a 21mm magna ease sizer. A 21mm 3300tfx valve was implanted. The aortic root was closed extending the bovine pericardial patch from the annulus on the right side and adding a second patch starting on the left side of the aortic root. Of note, the left main was relatively close to the annulus. Tee was performed and showed good motion of the valve leaflets, no perivalvular leak, and flow was visible in the left main. The sternum was closed. At the closure of the skin, it was noted that the patient became hypotensive, with significant st elevation , the patient sustained a v fib arrest. CPR was started the patient re-cannulated and cpb resumed. The pericardial patch was opened and the valve was exposed. It was rationalized the reason for this event was due to low flow in the left main and possible obstruction of the flow by the valve. The 21mm valve was explanted and the bovine pericardial patch was removed. The annulus was resized and noticed that a 19mm sizer still could not be placed without an enlargement patch. A new patch was placed. A 19mm 3300tfx valve was implanted in replacement. The patient was weaned off cpb. A tee revealed no perivalvular leak, good motion of the aortic valve prosthesis. On pod #8 post procedure tee of the 19 mm 3300tfx aortic valve revealed moderate-severe stenosis and mean gradient of 34mmhg [2022-13903-02] . There was no indication for re- intervention. The patient progressed well throughout her stay. The patient was deemed safe and stable for discharge on pod # 9 and for routine follow-up with cardiologist and pcp. This 50-year-old female patient has a history of congenital heart disease, severe ai s/p avr (1985), htn.